Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported that a vns patient was explanted due to infection. Follow up with the physician revealed that the patient's infection was alternating since first implant in 2004. The patient was treated with antibiotics which resolved the issue. Cultures were taken and were identified as bacteria without further detail. Good faith attempts to obtain additional information have been unsuccessful to date.